Event description:
It was reported that the customer answered "yes" to the survey questions "are you aware of any events associated with an interruption of communication or power between pc unit and modules? Is there any apparent damage or corrosion to the iui connector?" There was no reported patient impact.

Manufacturer narrative:
The reported event of device had interruption of communication/power - iui corrosion, was created to document the event that the customer reported. The customer did not return the device for evaluation. No device history search was performed since no source device serial number was reported by the customer. A review of the april 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿interruption of communication/power - iui corrosion". Based on the crb review and the limited information provided no further investigation actions will be performed. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported issue that the lvp,pcu 1.5 and pca modules have interruption of communication/power - iui corrosion(failure) could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes.

Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. No device will be returned per customer.

Event description:
It was reported that the customer answered "yes" to the survey questions "are you aware of any events associated with an interruption of communication or power between pc unit and modules? Is there any apparent damage or corrosion to the iui connector?" There was no reported patient impact.